Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. All companion samples have been sold and distributed. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
On a related customer experience, it was alleged that the patient was treated for an infection on or about (B)(6) 2018. Follow up with the patient¿s peritoneal dialysis nurse indicates that the patient was treated with antibiotics for per clinics suspected peritonitis protocol. The nurse stated that peritoneal effluent cultures were obtained in the clinic, and the cultures came back negative. The nurse stated that the patient had been instructed to follow up with her obgyn because the pain the patient reported having was vaginal pain. The nurse stated that the patient continued with pd therapy. There was no allegation of a device malfunction. Additional information was solicited.